Event description:
It was later reported that the lead had exhibited high thresholds at implant and was currently capturing intermittently.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2011-02. (B)(4).

Event description:
It was reported that right ventricular (rv) lead impedance had risen into a high range and the lead was not capturing at maximum output. The lead remains in use and is to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.